Manufacturer narrative:
Complaint no: (B)(4). Visual inspection of the sample revealed that the tubing of the set was sealed in the packaging. The condition was determined to be due to the set being caught in the manual packaging machine. To correct the issue, the operators were made aware of the problem and a mechanism that detects caught tubing was installed on the packaging machine. A CAPA has been opened to address this issue. A batch review was performed and revealed that the device was packaged on a new packaging machine. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation a continu-flo was found to have its tubing sealed in the packaging. There was no patient involvement. No additional information is available.